Manufacturer narrative:
(B)(4). Although requested, the set has not been received. A f/u report will be submitted with failure investigation results should the device be received for eval.

Event description:
Customer reported "event occurred with a primary and secondary IV tubing setup. Meds were hung as piggy backs but the rn realized the piggy back bag infused too quickly. The pump said only 1/3 had infused but the magnesium bag (piggy back) was already empty. The rn proceeded to hang potassium as a piggy back. When observing the line she noticed that the potassium appeared to be dripping much too quickly for the set rate. The rn changed the IV tubing to a different pump, but it still appeared to drip much too quickly. The rn then proceeded to turn off the pump and clamp the primary line. When doing this, the secondary med continued to drip quickly into the drip chamber. It was assumed that the secondary med must have been infusion into the primary bag due to some defect in the tubing. Connections and bag placement were all verified and were appropriate. The tubing and secondary meds were hung. The problem did not occur with the new tubing. No report of pt harm or medical intervention. Although requested, no further pt or event info provided."